Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer (fse) inspected the station and found it in disconnected mode and on critical override. No physical damage was found on the network cable. In windows, the network adapter settings were manually reset, and the internet protocol address was refreshed. After rebooting, the station communicated normally and synced successfully. Network communication issues on the facility side were suspected due to construction on site. The hardware test application test passed successfully. All lights and cables were checked, debris was cleaned, and the customer verified that all device functions were working normally in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.